Manufacturer narrative:
Reported event; an event regarding corrosion/fretting involving an accolade stem that mated with a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. The event was not confirmed and the root cause could not be identified. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the patient's attorney that the patient underwent left total hip arthroplasty on (B)(6) 2008. She underwent revision surgery on (B)(6) 2021 and intraoperatively the surgeon noted "the taper was completely corroded ad whittled down to a pencil type shape."